Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm 3300tfxj aortic valve implanted for unknown period underwent a valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. The device was replaced with a 23mm sapien 3 ultra resilia valve without any adverse event reported. Patient's outcome was not provided. The device was not returned for evaluation as it remained implanted. Following information was asked, but the answers were unavailable from the customer: implant date, duration of implant, patient's outcome, occurrence date, serial number, if there is any symptom before the v-in-v procedure, medical history, where the device was implanted, diagnosis at implant and procedure at implant.